Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose level was not impacted. Troubleshooting with tandem technical support was performed and there was no identifiable causes for occlusion alarms.